Event description:
The surgeon reported that the pt's skin flap had broken down. During revision surgery, to reseat the implant and repair the flap, the lead of the ground electrode was severed. The surgeon elected to leave the device in place. Further info has been requested.